Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon a follow up the right ventricular (rv) lead pace impedance measurements were out of range and a lead fracture was suspected. It was noted that there was pacing failure seen and the lead safety switch was also triggered a few days prior to the follow up. The device reverted to unipolar configuration. A revision took place and this lead was surgically abandoned. The device was also replaced but will not be returned. No additional adverse patient effects were reported.